Manufacturer narrative:
Literature article: oviedo flores k, kaltenegger l, eibensteiner f, unterwurzacher m, kratochwill k, aufricht c, könig f, vychytil a. "Assessing mechanical catheter dysfunction in automated tidal peritoneal dialysis using cycler software: a case control, proof-of-concept study". Sci rep. 2022 apr 5;12(1):5657. Doi: 10.1038/s41598-022-09462-9. Erratum in: sci rep. 2022 may 10;12(1):7623. Pmid: 35383211; pmcid: pmc8983779. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized or treated for the event. It was further reported that there was pd catheter dysfunction (cause unknown). The patient outcome and action taken with pd therapy were not reported. No additional information is available.